Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to clinical and sonographic signs of capsular fibrosis. Device evaluation: visual analysis of the returned device identified, underweight, one opening extended and missing an orientation dot (75-100%). A microscopic analysis was performed which identified, one opening sharp on the posterior and total delamination on the orientation dot (adhesive failure). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening. Missing an orientation dot due to inconclusive. Total delamination on the orientation dot (adhesive failure). This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported ¿clinical and sonographic signs of capsular fibrosis¿. Device was explanted. This record relates to the right device.